Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.